Event description:
Customer reported via phone call that there is a sensor anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
The complaint is again the insertion device however; the customer returned the enlite sensor only, the customer did not return the insertion needles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.